Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an investigation of the device is completed, a follow-up/final report will be submitted.

Event description:
It was reported that device was not working. The crank was not spinning freely, blades sticking. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Product review of the device by zimmer biomet australia on 13 january 2020 revealed the motor ran erratically and stalled under low pressures. Product review of the device by zimmer biomet taiwan on 4 may 2020 revealed the motor ran below specified rpm's and the device was out of calibration. Repair of the device was performed by zimmer biomet taiwan on 5 may 2020 which included replacement of the motor, motor sleeve, bearings, seal, o-ring, and reciprocating arm. The device was recalibrated. The device, serial number (B)(6), was then tested and functioned properly. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. The event can be confirmed.

Event description:
No additional event information available.